Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a truetome 44 was attempted to be used during a procedure. The exact procedure date was unknown. During the procedure, the cutting wire of the truetome 44 broke when papillotomy was performed. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event.